Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customer reported a blood glucose (bg) level in the 200's (mg/dl) insulin pens were used to address bg levels. It was indicated that the customer had insulin pens available for alternate insulin therapy.